Event description:
Pt reported they tried to start new pump and followed instructions to start, but when pt help prime button the screen flashes and comes back to hold prime option. Pt reports pump is not running. No further information, details or dates available. Indication: infuse 50gm (500ml) intravenously daily for 2 days every 3 weeks. (Ig days = thursday/friday and non-ig (immunoglobulin) days = monday/tuesday). Stiff-man syndrome.